Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. The lead was returned with a guide wire stuck in the lead near the lead tip. The lead passed electrical testing. An x-ray of the lead showed the guide wire end was kinked and had prolapsed on itself. The guide wire tip was tangled into a knot inside the silicone tip of the lead.

Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty finding a good position for this straight left ventricular (lv) lead in the patient's small, tapered vein. High pacing thresholds were observed. After taking several measurements, the physician noticed the guide wire had become stuck in the lead and could not be removed. The lead was removed from the patient's body and a spiral lv lead was implanted instead. No adverse patient effects were reported.